Manufacturer narrative:
System analysis/service repaired on (B)(6) 2015: the reported issue ¿top cover issues¿ was confirmed and it was determined to be the result of a faulty top cover assembly. The top cover assembly was replaced and s/n (B)(4) was installed. The system was tested and verified to meet manufacturer¿s specifications.

Event description:
It was reported that the "top cover issues, unable to go into ready mode" occurred before the procedure (patient sedated however the case had not yet begun). The customer was unable to resolve the display issue that occurred and the case was canceled. Patient outcome: "ok" reported. No injury to patient reported.

Manufacturer narrative:
Device codes added; device evaluated by manufacturer updated; evaluation codes added. System analysis/service repair was performed in the field on (B)(6) 2015. The replaced top cover was returned to the manufacturer on december 15, 2015. Product evaluation: the replaced top cover was evaluated on december 29, 2015. The evaluation revealed that the top cover was a down revision and was discarded.

Manufacturer narrative:
System analysis/service repair was performed in the field on december 10, 2015. The replaced top cover was returned to the manufacturer on december 15, 2015.